Event description:
Plantiff alleges suffering physical injuries including but not limited to hives, wheezing, hand dermatitis, runny nose, dizziness, flu-like symptoms, and other physical injuries, loss of enjoyment of life, all of which are a permanent and continuing and life-threatening nature due to the exposure of latex. Plaintiff alleges loss of consortium.